Event description:
Protime displays "low inr please contact dr." Error message vs 4.6 inr with unspecified reference lab system. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. Manufacturer method: no product returned from user facility. Manufacturer results: customer complaint could not be confirmed.